Event description:
Hill-rom received a report from a hill-rom technician stating the CPR was not working. The bed was located on the 2nd floor at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the head drive to be the issue. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed it is unknown if the facility performs preventative maintenance on their beds. The technician replaced the head drive to resolve the issue. Based on this information, no further action is required.